Manufacturer narrative:
It was reported that the plunger of the syringe was loose. Reportedly, the plunger "wobbles" and that fluid and air leaked through its rubber stopper. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problems/issues. A sample was returned for evaluation. The rubber stopper was observed to be loose but still properly attached to the syringe plunger. Functional testing by drawing up fluids was performed multiple times with no leakage observed. Despite the loosened rubber stopper, syringe functionality was not affected. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the plunger of the syringe was loose.